Manufacturer narrative:
In this report box c: single-use device? (Rfb) has been corrected

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging kidney disease/toxicity, death, heart failure and lung failure. There was report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Product investigation laboratory was able to confirm the presence of degraded sound abatement foam. Nine errors were logged. Dust like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Product investigation laboratory was unable to address the symptoms specified. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found nine error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.